Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients ins shut off in substation at work with a large magnet. The patient used their patient programmer to turn the device back on. The issue was resolved.